Event description:
It was stated that the insulin pump alarmed after a new battery was inserted. It was also stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 1389 mg/dl. The nurse was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.